Event description:
The customer returned the device stating, ¿during testing when latch is moved to lock position, it gets cassette not attached error¿; during device evaluation it was found the downstream occlusion sensor was defective.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿when latch is moved to lock position, it gets cassette not attached error¿ was confirmed. A defective downstream occlusion (dso) sensor was causing cassette attachment issue. The dso sensor was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.